Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The complaint was confirmed, the device was fractured however not all fractured pieces were returned. Visual examination of the returned impactor pad identified signs of use with gouges and impact marks present. The complaint was confirmed, the device was fractured however not all fractured pieces were returned. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with a zrm in which an overload fracture failure mode was identified. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Device has a potential field age of 7 years and exhibits signs of repeated use. The root cause of the reported event can be attributed to wear and tear of the device from the repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor broke while impacting the femur. The surgical technique was utilized, the was no surgical delay or foreign bodies retained. Attempts have been made and no further information has been provided.